Event description:
Customer reported the panorama central station has lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's power supply, cpu fan and motherboard. System's error logged were cleared and system was rebooted.